Event description:
It was reported from a physician driven patient study that the device reached recommended replacement time (rrt) after three years and it was questioned why the device was depleting battery so quickly. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned to the manufacturer and analyzed. Actual longevity is <(><<)>80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Analysis of the data revealed that battery depletion indicated/eri (elective replacement indicator. The time of rrt (recommended replacement time) in the save to disk was on (B)(6) 2012 and the device rrt was less than or equal to 2.6251 volts. The weekly battery voltage trend data shows battery equaling 2.651 to 2.616 volts between (B)(6) 2012. There were two patient alerts for low battery voltage on (B)(6) 2012 02:15:00 and (B)(6) 2012 02:15:00.